Manufacturer narrative:
Evaluation summary: the reported "low volume" was confirmed. Accuracy testing was performed in which the pump delivered -25.0% from the targeted delivery. The specfication limit for this pump is +/-5%.

Event description:
The facility reported an infusion pump with "low volume". It is not known if this occurred while infusing on a patient. The facility representative stated that no patient injury was reported on this pump, since the last baxter service event. Information regarding patient demographics, medication involved and device programming was requested but none was provided.